Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 error 241.4150. Technical support: 1. Replace the patient-side pressure sensor. 2. Return the module to the factory. Assisted customer to identify the pressure sensor for repair/replacement. Biomed will conduct repair and call back if any further assistance is needed. End call. A review of the device history record showed the device had a manufacture date of 23 jan 2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Event description:
The customer reported channel error 241.4150 on lvp module. There was no patient involvement.

Event description:
The customer reported channel error 241.4150 on lvp module. There was no patient involvement.

Manufacturer narrative:
Technical support performed over the phone troubleshooting to determine error 241.4150. Tech support recommended to replace pressure sensor and return the module for repair/replacement. Device history review: a review of the device history record showed the device had a manufacture date of 23 jan 2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : over the phone troubleshooting.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported channel error 241.4150 on lvp module. There was no patient involvement.